Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Reportedly, customer manually entered in a bolus they didn't need which decreased their bg level. Reportedly, customers husband administered glucagon and glucose gummies to address bg level. Tandem technical support conducted systems check and the pump was functioning as intended.